Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have supplies to complete troubleshooting. Customer reverted to an alternate method of insulin therapy, and will reportedly change pump supplies at a later time. Customer's blood glucose was 476 mg/dl at time of alarm.